Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "a review of the log indicates that the lowest bg reading from (B)(6) 2019 was 77 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was enunciated on (B)(6) 2019. A tubing fill of size 12.0 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue.